Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information that the customer was performing patient procedure and reported that at the start and end of the procedure, when utilizing the multifunction foot switch to move the patient into and out of the gantry, the patient support stopped prematurely or moved in a different direction than desired. The motion stopped when the customer released the pedals on the foot switch. There was no report of any harm to a patient or operator due to this issue.